Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore, review of the manufacturing records could not be completed. It is common clinical practice to inspect all products before use. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. The IFU states: ¿do not allow air bubbles to enter the setup, especially when monitoring arterial pressures.¿ ¿if all air is not removed from the bag, air may be forced into the patient¿s vascular system when the solution is exhausted.¿ ¿significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup.¿ ¿periodically check fluid path for air bubbles. Ensure that connecting lines and stopcocks remain tightly fitted.¿ air emboli is a stated complication in the IFU. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. It is unknown whether user or procedural factors played a role in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use, the tubing of the disposable pressure transducer (dpt) disconnected at the zero stopcock. The dpt was connected to a cvp line. It was indicated that the patient suffered an air embolism while sitting in a chair. Follow up with hospital indicated that after treatment the patient¿s condition was favorable and no other complications were reported. The device was not available for evaluation since it was discarded.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.